Event description:
Info received indicates the product was abandoned at implant due to a hole noted in one leaflet during intra-operative device inspection. The valve was replaced during the case with no consequence reported for the pt.

Manufacturer narrative:
Evaluation results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: microscopic evaluation of the valve as returned reveals the reported hole (tear) in the non-coronary cusp appears consistent with a laceration by a sharp instrument. Gross visual exam notes the valve leaflets are flexible. The tear in the non-coronary cusp is located in the belly of the cusp, and a smaller tear is noted in the right cusp lunula. Review of the device history record shows the valve met all manufacturing specifications including multiple device inspections prior to product release to distribution. While an exact cause is unk for the device damage seen, it is very unlikely the product was shipped in that condition. Conclusion: no pt event. While an exact cause is unk for the reported product problem, the device likely was damaged at implant.